Manufacturer narrative:
Date sent to the FDA: 12/22/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/16/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal of left inguinal hernia mesh, neurectomies of the ilioinguinal and genital branch of the genital femoral nerve on (B)(6) 2019 during which the surgeon noted the nerves that were stuck to the mesh were excised for quite a distance and the area of the mesh in the superficial area was completely excised. The deep mesh was maintained in place. It was reported that the patient experienced chronic pain in the groin area. No additional information was provided.